Manufacturer narrative:
On (B)(6) 2023, fujifilm corporation concluded the root cause investigation of ec-l600zp7. The reported malfunction could not be reproduced and further inspection did not reveal any abnormalities. Therefore, the investigation concludes that there is no device problem.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
The scope was inspected by the user at their facility after it was removed from the patient, but the failure was not able to be reproduced. A supplemental report will be submitted pending investigation results. Ec-l600zp7 is not sold in the united states; however, it shares the same handle design as other fujifilm scopes that are sold in the united states.

Event description:
On february 15, 2023, fujifilm corporation was informed of an event involving ec-l600zp7. It was reported that during a colonoscopy, the angle portion failed and locked in position while inside the patient. The overtube was attached to the scope and inserted, unlocking the angle portion. The user switched out the scope and the procedure was completed successfully without harm or injury. There is no death associated with the event.